Event description:
It was reported "sheath with side arm blood back". Additional information states that the issue was found during sheath placement. The iab catheter was not replaced, another sheath was used instead. No patient injury or consequences reported. The patients current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photo was reviewed. The photo shows the portion of the semi-finished kit original pouch with the iab catheter serial number and the semi-finished kit lot number, which matches the serial number and lot number re-ported on the complaint report. The reported complaint cannot be confirmed from the review of the photo. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "sheath with side arm blood back" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "sheath with side arm blood back". Additional information states that the issue was found during sheath placement. The iab catheter was not replaced, another sheath was used instead. No patient injury or consequences reported. The patients current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).